Manufacturer narrative:
(B)(4). The updated information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the outer radius and locking feature of the liners were damaged. Impaction marks were noted on the face of the liners. No dimensional analysis will be performed due to the impaction of the liner. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the initial right hip procedure, the inlay could not fit into the cup. Upon hammering the inlay inserter, the acetabulum fractured. The surgery was extended 60 minutes.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 10097. 0001825034 - 2017 - 10098. 0001825034 - 2017 - 10099. (B)(4). Concomitant products: 010000848 g7 neutral e1 liner, lot 6109023. 010000731 g7 neutral arcomxl, lot 6126468. 110017331 g7 bispherical shell, lot 6115358. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported two liner(s) could not be impacted into an already placed acetabular cup. The force from the impaction blows subsequently fractured the acetabulum. The cup had to be removed and the surgery was completed with a cemented device. Surgery was delayed 60 minutes. No further information has been made available at this time.